Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported disengagement of implant driver. It was not gripping the implant during a surgical procedure. She changed the o-rings on the driver but this did not make any difference. The driver have only been used for 25-30 implant placements. There was no patient impact.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' one internal connection universal placement driver tip ¿ short was returned for investigation. Visual evaluation of the as returned products identified sighs of wear but no apparent signs of malfunction. Functional testing was performed using applicable in-house implant. The devices were able to engage, retain and disengage as normal. Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. Device history record (DHR) review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iipdtus dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: disengaged). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.